Manufacturer narrative:
Patient weight not available from the site. No evaluation has been performed as confirmation has not been provided by the site to have a medtronic representative perform a system checkout and evaluation.

Event description:
A site representative reported that during spinal fusion procedure, the pendant of the imaging system displayed door open when the door covers were closed. Site opened and closed the door which resolved the issue to take a imaging spin. The procedure was completed with the use of imaging system. There was a delay of 5 minutes. No known impact on patient outcome.